Manufacturer narrative:
A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Evaluation of the device was performed, but the reported event could not be reproduced or confirmed during device testing.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on (B)(6) 2018. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.